Manufacturer narrative:
The autopulse platform (sn (B)(4)) was returned for preventive maintenance. As part of routine service, the platform was examined and found physical damage on the cover. This observation is attributed to mishandling. The device was functionally tested and displayed a user advisory (ua) 17 (max motor on time exceeded) and user advisory (ua) 27 (encoder fault (>3000 rpm)) error messages on the user control panel. The root cause is due to a defective clutch plate and encoder. After replacement of the damaged cover, the clutch plate and encoder were replaced. The device was further tested and passed all final specifications without any further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was returned for preventive maintenance. As part of routine service during testing, the platform was evaluated and during initial power up, revealed user advisory (ua) 17 (max motor on time exceeded) and user advisory (ua) 27 (encoder fault (>3000 rpm)) error messages on the user control panel.